Manufacturer narrative:
The customer reported event of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message was confirmed per archive data and during further functional testing. The investigation findings revealed that the root cause was due to a defective drivetrain motor as a result of normal wear and tear. The platform is a reusable device that was manufactured in september 2012 and is more than 11 years old, well past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed a hole on the load plate cover that affects the watertight seal, likely attributed to user mishandling. The load plate cover needs to be replaced to address the observed physical damage. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. In addition, unrelated to the reported complaint, both of the head restraints were cut from the top cover of the autopulse platform, likely attributed to mishandling. The head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraint does not render the autopulse platform non-functional. The top cover needs to be replaced to address the reported damage. Also, unrelated to the reported complaint upon removing the bottom enclosure, observed some fluid ingresses corroded to the encoder gearbox housing and drivetrain motor. Bio-cleaning needs to be performed to address the corrosive damage. A review of the archive data showed user advisory (ua) 17, thus confirming the reported complaint. Further review of the archive data indicated a system error user advisory (ua) 139 (unable to hold compression position) error message, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, unrelated to the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.016", out of the specification (0.008" ± 0.001"), which caused the (ua) 139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. In addition, during further functional testing, the autopulse did not reach the target depth and the issue was related to the drive train motor being defective. The drivetrain motor assembly was replaced to remedy the user advisory (ua) 17 and (ua) 139 errors. Upon replacing the defective part, the platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Waiting for the customer's approval for service repair. The customer made the decision not to replace the load plate and top covers. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the patient call, the autopulse platform sn (B)(6) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message after the start button was pressed and the lifeband was released. No consequences or impact to the patient.